Manufacturer narrative:
Full name of initial reporter: (B)(6). He is a getinge designee whose contact details are different from that of the event site; however, his contact information is not available at this time. Getinge will not be involved with any repairs of this iabp as the cs100 is no longer serviced by getinge. Additional information has been requested, and we will report accordingly if it becomes available.

Event description:
It was reported that while a uhs technician was performing field actions on the cs100 intra-aortic balloon pump (iabp), the iabp passed all tests except the pressure performance test. The customer had already removed the iabp from service prior to the upgrades being performed. Customer does not use this iabp anymore and it has been placed out of service. The iabp also has an expired safety disk and is overdue for preventive maintenance.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. Upon further review, the DHR statement was erroneously omitted from the initial MDR

Event description:
It was reported that while a uhs technician was performing field actions on the cs100 intra-aortic balloon pump (iabp), the iabp passed all tests except the pressure performance test. The customer had already removed the iabp from service prior to the upgrades being performed. Customer does not use this iabp anymore and it has been placed out of service. The iabp also has an expired safety disk and is overdue for preventive maintenance.